Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is kr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient implanted with the ins has reportedly experienced a warming sensation around the ins site even when the device is not being charged, and it was also noted that the battery drains more quickly when this occurs. We would like to ask whether there have been any similar cases reported. In addition, the ins is currently implanted in the dorsal area, and she asked whether relocating it to the abdominal area might help reduce this phenomenon. It was reviewed that the situation should be evaluated by the physician to determine the next steps for a resolution.